Event description:
Medtronic received a report that after the microcatheter was in place, the coil was delivered, but repeated adjustments of the coil were unsuccessful to form a hoop, and there was significant kickback of the catheter. It was replaced with another one, and the procedure was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating artery aneurysm with a max diameter of 2mm and a 1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Additional information was received. The cause of the unsuccessful hoop formation and kickback was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.